Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from an anonymous survey result that the when peri-guard/supple peri-guard was used as a prosthesis for pericardial closure in surgical procedures, performance was rated slightly effective, for the ability to provide a permanent repair, specified as ¿some failure rate" and slightly effective for the ability to act as a prosthesis for pericardial closure, specified as ¿some failure noted". At the time of this report, no further detail was provided regarding if hospitalization was required, treatment for the event or the patient¿s outcome. No additional information is available.